Event description:
Additional information was received from a rep. It was reported that the length/model number of the leads was not available since the patient was implanted in singapore in (B)(6) of 2022 and not vietnam. The leads were found to have migrated in (B)(6) of 2023, but the stimulation at that time was good. The patient had no complaint during that visit, especially the programming period, so everyone including the doctors, patients, and rep agreed that the migration wasn't affecting therapy. On (B)(6) 2023 was when the lead displacement began/occurred. Until now, no other x-ray examinations were performed to check if the leads migrated more.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a2 serial# unknown. Product type lead product ID 977a2 lot# serial# unknown. Product type lead correction: lead product ID's have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2022 explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd:, UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd:, UDI#: the leads were reported to both be model: 977a2, brand name: surescan MRI compact leads, but the length was not reported. B3: date is year valid. H6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the patient sometimes would like to increase the intensity to mitigate the pain but the screen displayed "settings not available" which does not allow the patient to increase the intensity himself. It was noted that the pain was greatest in the soles of his feet. The battery was at 40% and the patient was requested to recharge and then increase the intensity when the ins was fully charger. The patient was told to visit their doctor. During the doctor visit, at first, could use the clinician tablet to increase the intensity, and then optimize the therapy. After that, was checked if it was possible to increase the intensity by the patient controller or not and it displayed the screen ¿settings not available¿ again. Nothing happened when decreased. For example, the intensity was 8ma, could decrease it to 7.5ma but could not increase back to 8ma, even 7.6ma could not. Therefore, the ins was reconnected with the clinician tablet and now, every time when increase the intensity on the tablet, the tablet says that "it cannot deliver the desired intensity" as out of regulation (oor). However, when ignoring th e warning, and try to increase, the ins can still deliver the displayed intensity, and the patient did feel a stronger current. The battery of the ins was at around 70-80% during the visit and the impedance for all electrodes were good, around 1100 ¿ 1400 ohms. After the visit, the patient also reported (through video call) that the patient controller displayed the wrong number of intensity (1.0ma) when the stimulation was still good (feel as 9.0ma). The patient controller also does not work correctly, as it displayed the ¿wrong¿ intensity. The patient didn¿t change the position. The rep had a video call with the patient for 5 minutes to check if he mis-clicked any buttons that could cause the wrong display. Based on the video call, the rep could confirm he was sitting, same as when we check the oor for him previously. It was suggested that position was not a problem. When the rep asked the patient to adjust the program (increase/decrease), oor happened when it reached 1.0ma, which should happen at around 9.0ma. The intensity in program 2 of the current-use group showed seemingly correct (7.6ma). It was further reported that the pain was not covered when pulse width < 300us or intensity < 7ma. When added a (+) to make configuration (+)(-)(+), the stimulation coverage was not optimal. The pain was biggest in high soles, and less in his calves and thighs. When I tried ¿(+)(-)(+)¿, the patient felt less comfortable as less stimulation reached his soles while the higher parts (calves) felt over-stimulated. During the patient¿s last visit, programmed in the clinician programmer, could increase the intensity up to 10ma. Then decreased it down to 9.0ma, at which the patient felt the stimulation good enough. Next, disconnected with the clinician programmer and connected with the patient programmer. Tried to increase the intensity, and oor occurred. Since then, cannot increase, just decrease. So tried the clinician programmer again and oor occurred. Until decreased it to 7.5ma, the oor disappeared, and when increased to 7.6ma, it appeared again. When ignored the oor, and increased it to 8ma, the patient felt stronger stimulation. Program was set above the oor-triggered limit. Sometimes the patient gets a sudden increase acute pain which was uncomfortable, while most of the time he feels well. For the current setting (8.0ma, 500us and 45hz) the pain was eliminated, except sometimes acute pain happen. The lowest electrodes were already used. Cause was not identified and everything seems okay. The area coverage was now good. The patient feels good about the therapy and the pain coverage achieved greatly. It was noted that cathode/anode configuration was tried but brought no improvement. The patient lives far away from the clinic and has decided to monitor the problem for some weeks to decide if he with consult with doctors. It was confirmed that the device works well for the patient most of the time, and the only problem was the lack of ability to increase the intensity when sometimes needed. Additional information received from a manufacturer representative. It was reported that the patient experienced two issues. The tablet allowed the intensity to increase to 25ma. While the intensity goes from 8 to 10ma, the patient felt the stimulation clearly and transparently stronger, but when it went from 10 to 15ma, the patient did not feel the stimulation change as much. Stimulation was "obvious" and could reach at least 10ma (due to the fact the patient felt the stimulation), the patient programmer displayed "settings not available - cannot provide your desired intensity settings" when the stimulation was at 6.1ma. They investigated the ins and everything was normal; impedances were also normal (all were green). They tried another controller, but the "settings not available" message still occurred. With the patient's current settings (15ma - 900us - 45 hz) they were satisfied, but sometimes they needed to adjust the intensity, and could not do so with the controller. It was reported that electrodes were optimal. The issue was not resolved. Surgical intervention was not planned and did not occur. Additional information was received. It was reported that the cause of the "settings not available" issue was not determined. They tried to switch to another patient controller but nothing changes. The issue had not since been resolved. The cause of the patient not feeling stimulation change as much from 10 to 15ma was that it seemed that even though it showed on the tablet that the intensity could reach 15ma, the ins actually cannot deliver the appropriate stimulation. The ins can only deliver the stimulation as strong as 10ma. The patient is absolutely conscious, so his statement is trustworthy. No further actions were taken or planned yet; the manufacturer representative (rep) was looking for support from the technician team. The issue has not yet been resolved. The provided information has been confirmed with the physician/account. Additional information was received. It was reported that the manufacturer representative (rep) would like to seek advice about the scs incident, which they have reported recently. In addition to their previous report, they would like to inform that, 1/ the current electrode configuration is the optimal one, cannot add or choose another electrodes without causing the discomfort for the patient. 2/ they did try lowering the intensity (a) and increasing the pulse width (s). The effectiveness of the stimulation on the patients did not change much. The limit of the intensity on the patient controller is also lower when trying this option. 3/ their most concerned thing is that while they can use the tablet (ct900d) to increase the stimulation intensity, the patient controller cannot increase it to the same level. Also note that the battery level was around 50% at the time they adjusted it. Technical services responded that last year when the rep asked about this it was concluded that oor was triggered for the ins. Based on the current information provided, it is clear that the oor has not yet been resolved. Oor stands for out of regulation, which means that the neurostimulator is not able to deliver the requested settings. For an intellis system this oor can be triggered by several reasons: battery level of the neurostimulator is too low for the programmed settings, high programmed settings and/or high impedances (also slightly increased impedances). Based on last years provided troubleshooting, it was indicated that the impedances were in-range (which seems to be in-line with your current observations). It was mentioned that the oor was most likely related to a combination of programmed settings (e.g. High settings) and the electrode configuration (simple bipolar). The current settings are still very high, if not even higher than last year; 15ma, 900us, 45hz. If a potential integrity issue can be excluded, it is very likely that the oor is triggered due to the combination of programmed settings and the electrode configuration, potentially in combination with the battery level of the ins. It is possible that with these programmed settings, the ins battery needs to have a higher charge level (>50%) to be able to deliver the requested settings. To give you an example, when the neurostimulator would still be programmed in simple bipolar (+)(-) like last year, at 1000 s, 50 hz and with an impedance of 1000 ohm (fully charged battery), an oor could already be triggered at 7.6 ma. When for example the impedance would be higher or the battery is not fully charged or the programmed settings are higher, the oor could already be triggered at a lower amplitude. For the moment they cannot fully exclude that a hidden intermittent integrity issue might be present within the system. If an intermittent integrity issue is present in the system it might be possible that at certain body positions or movements a possible open circuit appears which could result in that the ins is not able to deliver the requested settings anymore and the patient experiences less effective therapy. An intermittent integrity issue will not always appear from the impedance measurement. An intermittent integrity issue could occur when a (beginning) fracture may be present in the lead or a connection issue might be present between the lead and ins. This could be caused by for example when the patient experienced a fall or during a system revision. As was explained last year, with intellis, the clinician programmer triggers the oor at a slightly higher amplitude when compared to the controller (this is part of the design). This explains why on the patient programmer the ¿ settings not available¿ message (e.g. Oor) already appears at 6.1ma, whereas with the clinician programmer, the patient seems to feel stimulation up to 10ma. When oor is triggered on the clinician programmer, you will normally see an error code/warning indicating oor is triggered. Once the clinician programmer indicates oor is triggered, you are still able to keep increasing the amplitude on the clinician programmer. However, the ins will not deliver this intensity/amplitude. The neurostimulator is not able to deliver a higher amplitude than the amplitude at which the oor is triggered. This explains why the patient still feels the intensity increasing from 8 to 10ma, but no changes are noticed from 10ma to 15ma. Based on this, oor is likely triggered around 10ma on the clinician programmer. Note, if the stimulation would be programmed above the oor threshold on the clinician programmer and the patient tries to increase the stimulation the oor message will immediately be triggered. Also, when the patient decreases the stimulation using the patient programmer, they cannot increase it again. The rep was asked whether they see an oor warning on the clinician tablet. From a troubleshooting perspective technical services advised the rep to try the previously provided oor troubleshooting. The rep may also consider to advise the patient to fully charge the ins battery to check if the patient is then able to increase the intensity. The healthcare provider (hcp) could consider to look further into a potential intermittent integrity issue by palpating the system and measure the impedance. Additionally, the hcp could consider to perform an x-ray to check for broken leads, loose connections and lead migration. Based on the result the hcp could try to reprogram the electrode configuration. If neither of these options work and reprogramming is not an option (like the rep indicated already), the hcp could consider more invasive options to hopefully resolve the oor. The rep responded that they did see an oor warning on the clinician tablet once and when they pressed "dismiss" it turned into "no alerts". The rep noted that based on the advice from technical services, it is likely that the ins could not deliver successfully the current program (15ma, 900us, 45hz), and it is actually working as around 9-10ma and even lower if the charge level is low. In addition, when the patient programmer is fully charged, the patient reported that the highest intensity he could reach is around 8.5-9ma if the controller allowed. Also, the rep completely understands the scenario about the reason why the tablet can increase the intensity but the patient controller cannot. Then it seems that the only option that they shall consider is to adjust the leads (to be specific, move it to a lower spinal level), so that we could have more electrodes suitable to be used. They will discuss this with the hcp regarding this solution. Additional information was received. It was reported that the possibility of lead repositioning will be discussed with the healthcare provider (hcp) after (B)(6). In the opinion of the manufacturer representative (rep) there was a lead placement issue. The rep said that it was due to the displacement over time. They provided the x-ray image in 2022 and 2023 for reference. For the latest visit, x-ray is not required by the hcp so they don¿t have the x-ray recently and will ask the hcp to do it at the next visit. When asked if the placement issue was due to a user error, the rep noted that they have no comments and that the patient stated that at the beginning of the implant, the patient feels good and the intensity could be increase to 12ma, now 8-9ma is the maximum intensity it can reach with clear feeling. It was noted that there were 2 leads.